Event description:
It was reported that one month post implant, the left ventricular lead dislodged from coronary sinus to the subclavian vein. The lead was explanted and replaced. The patient experienced dyspnea post procedure. On the follow-up on (B)(6) 2014, the patients condition was completely normal.